Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed the cord was cut/torn and pulled apart. Therefore, the reported condition was confirmed. Evidence suggests this was due to usage/wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that "the cord came apart where it goes into the hand piece" of a motor device . It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. It was unknown if there was patient harm, adverse outcome or injury was alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.